Manufacturer narrative:
The device was returned, and evaluated by olympus. The user's report was confirmed, the distal end was damaged and caused the reported image failure. Additionally, it was noted that the ultrasonic probe unit had been cut. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunctions. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus ultrasonic gastrovideoscope was losing the ultrasonic image due to damaged array crystals. Reportedly, this event took place during processing and had no patient involvement.